Manufacturer narrative:
Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that there was a loss of therapeutic effect and the device had ¿never really worked the way it was supposed to¿ for the patient. It was noted that they were talking about replacing the patient¿s device with a new one, and the reporter wanted to know if the patient could have received a faulty device. It was reported that the patient¿s healthcare professional (hcp) said that the patient¿s device impedance level was too high, and they tried adjusting it and the patient would be fine for a while, but then it would ¿just turn off¿ and they¿d have to reset it. It was noted that the nausea of the patient had never really been where it was controllable for the patient. The reporter stated that the patient had an adjustment done a couple of weeks ago, and the patient¿s symptoms were way worse before the implant, with the implant there was a little bit of improvement, and now the patient was back to where he was before the implant. It was reported that the patient would be seeing a general surgeon the week following the report to have special tests done because the hcp thought that ¿a lead may have come undone or something¿ and thought that there was an issue with the device. It was noted that when a hcp had checked the patient¿s device it was working and it ¿sounds great,¿ but one time when the patient was in the hospital an hcp visited and stated that it sounded like the device had been turned off. The reporter stated that even though the patient had the implant and was using nausea medicine, the patient was still having chronic nausea and this had been ongoing since implant. It was reported that the patient saw the hcp monthly, the hcp would make adjustments and the patient would feel fine, and then a week later the patient was back to being ¿really nauseated¿ and this would continue. It was noted that the patient had been to the emergency room, and the last time was on (B)(6) 2013. It was reported that when the device was implanted, the patient¿s muscles by the device hurt and felt hot to the touch, and that had been going on for about two months. The patient spoke to the hcp regarding the issues and the hcp ordered a cat scan which revealed no infection, the patient¿s body was not rejecting t he implant, and there were no signs that it was coming out and they didn¿t know why the device was not working for the patient. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received from the health care provider (hcp) reported that the patient¿s implantable neurostimulator (ins) was replaced on (B)(6) 2016. There was no patient death.

Manufacturer narrative:
Analysis findings indicated there were no significant anomalies associated with the allegations. The telemetry and output tested okay and the battery was at normal end of life.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.